Manufacturer narrative:
A beckman coulter field service engineer (fse) was not sent to the customer site. Beckman hotline performed troubleshooting with the customer over the phone. The customer replaced the photometer lamp to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous patient results for blood urea nitrogen (bun), alanine aminotransferase (alt), and aspartate aminotransferase (ast) patient results on the au680 clinical chemistry analyzer. The erroneous results were not reported outside of the lab. There was no change in patient treatment in association with this event.